Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital, and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the custom implant was too big. They could not get the soft tissue to wrap around the implant. So they had to take it out, patient is out of the operating room with nothing in there. Patient is going back in 2009 for reimplantation of a competitive product."